Event description:
It was reported that during a cryoplasty procedure the inflation unit went into treatment mode before the start button was pushed. The 50-60% stenotic lesion was located in the mildly calcified and non tortuous superficial femoral artery. The physician advanced an unspecified polarcath balloon to the lesion and on the first inflation the balloon inflated as soon as the nitrous gas cylinder was inserted into the inflation unit. All of the inflation units' error lights came on. The physician manually deflated the balloon to remove it from the patient. There were no patient complications. The procedure was completed with a regular angioplasty balloon. Patient status is reported as "ok."

Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown; therefore the manufacturing records for the complaint device could not be reviewed. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)